Event description:
The customer reported the generation of erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed that the tube connecting between electrode block and reference valve was leaking at electrode block end. Also, the sample cup had a fracture. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse cleaned the tubing, secured the connection and replaced the sample cup to resolve the issue. System performance was verified, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case- (B)(4).